Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado balloon catheter. During the procedure, the balloon catheter allegedly had a pinhole rupture. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one dorado pta balloon catheter returned for evaluation. Upon visual inspection, the balloon appeared bloody and uninflated. The balloon had dried contrast on the surface of the balloon. No anomalies were noted to the bifurcate or luers. During functional testing, the device guidewire lumen was attempted to be flushed but water would not exit from the distal tip. The patency of the guidewire lumen was tested using an in-house guidewire, and it was not able to be fully inserted. Another attempt was made via the gw luer but would not fully exit. It appeared there was contrast within gw lumen. Then an in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the proximal balloon joint. The device was examined under magnification, and a partial circumferential break was noted at the proximal glue joint. Due to the leak the balloon was not able to be inflated. In addition, pinhole rupture was not present. Therefore, the investigation is unconfirmed for the reported pinhole balloon rupture as no rupture was present in the returned device. However, the investigation is confirmed for the identified break as partial circumferential break was noted at the proximal glue joint. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) . D2b (dqy;lit). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado balloon catheter. During the procedure, the balloon catheter allegedly had a pinhole rupture. The procedure was completed using another balloon. There was no reported patient injury.